Manufacturer narrative:
Expiration date (06/2017); manufacturing date (06/2015). Based on the available information, this event is deemed to be a reportable malfunction. No sample has been received. Batch records have been reviewed; all required specification was met and documented within the batch records. A photograph was evaluated and an open seal was evident. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operating information system (lois) was reviewed and there were reel/splice jams and wrap around position faults, the sensors were cleaned to resolve these issues. Preventive maintenance were reviewed and were all completed to schedule. A non-conformance (nc) was initiated for a previous complaint and the investigation has been closed. This complaint will be closed as the investigation has been approved and is completed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but no update has been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the packaging was not sealed properly and was in a non-sterile state. The device was not used on a patient. No further details have been provided.